Event description:
The caller stated they had complex regional pain syndrome and they had gotten a boston scientific spinal cord stimulator and it worked great for them for two years but then they felt like they were being electrocuted. Caller stated another term for their condition was reflex symptomatic dystrophy so their nerves already felt like they were on fire and that the boston scientific scs stimulator was higher up but the pain was all in that pelvic area where it made them feel like their nerves were electrically on fire. They had to fight like heck to get the device removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).